Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the complaint. Instrument was placed on an in-house system and driven. The recognition and the engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Failure analysis investigation also found various chips in the carbide. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the chips on the carbide found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the mega needle driver instrument would not close and kept jamming. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.